Event description:
Physician was attempting to treat a lesion in the left anterior descending (lad), using endeavor resolute drug eluting stent. The lesion is reported to be severely calcified with 90% stenosis in the proximal to mid lad and 75% stenosis in the distal lad. The vessel is severely tortuous. The lesion was pre dilated with balloon, but device could not cross the lesion. Physician used a new device to complete the procedure. Device returned and through analysis stent deformation was found. Evaluation summary: the distal shaft was detached at the exchange joint. There was stretching evident on the distal shaft and on the transition shaft around the detachment point. The tip was deformed and stretched. A number of segments on the stent were deformed. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Results and conclusion: (vessel/lesion morphology). (Stent deformation). (B)(4).